Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm due to blockage in tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007690 in question was manufactured at the reynosa site. The reference samples for the lot 6007690 have already been tested for visual inspection and additionally for flow in the complaint (B)(4) on 20/jun/2025. All test results were within specifications as per the test report (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packaging lot: the lot 6008354 was packaging according to the wi version 97, in the machine multivac 14, on 27/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g02898 was manufactured according to the wi version 64, in the machine sc08, on 24/jul/2024, with a total of (B)(4) units. The lot 4g03966 was manufactured according to the wi version 64, in the machine sc05 and sc06, on 20/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 24/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007690 and another 3 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion in tubing, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.